Event description:
A user facility reported a saline bag back filled during treatment. A patient was connected to the machine at the time of the incident. Patient had no adverse effects and did not require any medical intervention. The technician stated that he ran tests on the machine and everything was fine. There were no parts replaced on the device by the technician. Machine is back in service.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during dialysis mode. The user visually observed the saline bag refilling with dialysate during treatment. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.